Manufacturer narrative:
A video of the event has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event: soft eye. Malfunction: lack of infusion. The surgeon reported hypotony after placing the infusion cannula in and connecting the infusion. The iop control initially was set at 15, then 20, and finally at 30. No fluid was infusing into the eye. The surgeon was able to re-pressurize the eye and completed the case. The surgeon declined service for the system. The surgeon stated he would send in a video of the event for in-house evaluation. No patient injury was reported.